Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right ventricular lead exhibited loss of capture due to a fracture. The lead was capped and replaced during a pulse generator change out procedure on (B)(6) 2015. The patient was asymptomatic.